Event description:
Boston scientific crm received information that this device system detected an increased shock impedance measurement of 125 ohms. Technical services (ts) suggested to evaluate all shocking vectors with isometrics and pocket manipulations while testing the lead impedance measurements. Ts also suggested to consider performing a 1.1 joule and a maximum energy commanded shock to evaluate the high voltage system. The boston scientific crm sales representative reported that during pocket manipulations, low and high shock impedance measurements were observed in the triad configuration. In the rv coil to can configuration, impedance measurements were approximately 80 ohms. In the coil to coil configuration, out of range measurements were once again observed. Ts discussed that there could be a potential issue related to the proximal coil and a possible connection issue. Ts recommended checking connections invasively or programming distal coil to can and perform defibrillation thresholds to assure appropriate therapy is available. Additional information became available that this device was electively explanted and replaced due to an upgrade to a bi-ventricular device. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.